Event description:
It was reported that the home patient had a system error 2267 (air and fluid in line/set) on the homechoice (hc) device during dwell four of four of peritoneal dialysis therapy. It is unknown if the patient was connected. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.